Event description:
Baxter reports a pt observed a small amount of pd fluid leaked from the female connector of the transfer set when pt removed the minicap disconnect cap. The pt noted the clamp was in the closed position. The pt received a transfer set change. No pt injury or medical intervention was reported per baxter affiliate.